Event description:
It was reported that there was an atrial lead alert for high impedance and episodes with noise. It was also reported that the lead will be revised when the device reaches elective replacement indicator (eri.) The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04. Daily lead impedance trend data shows an abrupt increase for a pace = 392 to 5968 ohms peak between (B)(6) 2011.